Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Caller reported the insulin cartridge compartment of the patient's infusion device was wet with insulin. Caller stated the patient received an elevated blood glucose reading and the infusion device was not working correctly. Caller reported patient's elevated blood glucose level was 400 mg/dl; took correction via infusion device. Patient's normal blood glucose level is 80-180 mg/dl. Caller reported the patient was switched to the backup infusion device and then had no blood glucose level problems. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.